Event description:
It was reported that when placing the PICC catheter in this patient, the operator found that the tip of the peel-away sheath was damaged, making the device unusable.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reft4685 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the PICC catheter in this patient, the operator found that the tip of the peel-away sheath was damaged, making the device unusable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. Two photographs of a 4.5 fr microintroducer were returned for evaluation. An initial visual observation of the photographs showed the distal tip of the microintroducer sheath was damaged. The edges of the sheath tip were observed to be plastically deformed, and one edge of the sheath tip was observed to bulge outward with deformation at the corners of this bulged section. The length of the dilator of the microintroducer appeared to be slightly curved, and the dilator was observed to not be fully attached to the t-handle of the sheath. Use residue was observed on the sample in the returned photographs. While the exact cause of the damaged microintroducer sheath is unknown, possible contributing factors include insertion angle, excessive insertion force, and attempted insertion without connecting the dilator to the t-handle of the sheath. H3 other text : evaluation findings are in section h.11.